Manufacturer narrative:
Device passed displacement test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing however, power graph generated by adapt program shows unexpected battery power loss due to loaded voltage less than 3.7 volt for more than four hours caused by resistance connector issue. Device alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin 6 trace and pin 1 trace on keypad assembly.

Manufacturer narrative:
Device passed displacement test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing however, power graph generated by adapt program shows unexpected battery power loss due to loaded voltage less than 3.7 volts for more than four hours caused by resistance connector issue. Device alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin trace and pin trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump did not received a low battery alert prior to the replace battery now alarm. The customer reported that the battery life wont last, so they changed the battery but received replace battery alert. Customer stated the battery was not previously used. Customer stated the battery cap not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. No harm requiring medical intervention was reported. Troubleshooting was assisted. The device will be returned for analysis.